Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09780. It was reported that the implantable cardioverter defibrillator and lead were explanted due to an infection. The patient was in stable condition.

Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found. Additional information: d10.